Event description:
The hcp reported a rotor study was done in 2005 that demonstrated the rotor did not move. The pump was explanted and replaced. A follow up report will be sent when additional information is received.